Manufacturer narrative:
A fractured osseotite® tapered certain® implant 4 x 8.5mm (item # xifnt485) was returned for investigation. Visual inspection of the as returned products identified fracturing of the implant which only had a portion of a screw tip still present within the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Screw fracture was not noted or reported by the customer before the implant was removed for implant fracture. The screw fracture most likely occurred with the implant fracture, based on the available evidence, and is not being investigated as a separate event. No pre-existing conditions were noted on the per. The reported device is currently located on tooth # 19, and was in place for approximately 3 years. X-ray images were provided and evaluated by dental medical sme. The x-ray images were found to not confirm any screw loosening. DHR review was completed for the subject lot number (2015101943). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 2015101943) for similar events and two other complaints were identified. November post market trending was reviewed and there were no negative trends or corrective actions for the reported events (implant fracture and screw loosening) or devices (xifnt485). Therefore, based on the available evidence, device malfunction had occurred and reported event (implant fracture) was confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that patient was complaining about loosening and after x-ray was performed doctor indicated that implant (xifnt485) had fractured. Implant was removed. Tooth location 19.